Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the electric pen drive (epd) device was not functioning and was defective. It was reported that there was traces of moisture and sanitizers found inside the drive housing that caused the contact oxidation, breakdown of the motor and main controller, and continuous noise and overheating. It was further determined that the device failed pretest for check function with foot pedal, check function with test hand switch, and check function and direction of rotation. It was noted in the service order that before use it was observed that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.